Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A 13-month complaint history review and service history review for similar complaints was performed for the serial number 13673710 from 22sep2017 through aware date 22oct2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting and chapter 1- introduction & applications state the following: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The investigation is ongoing.

Event description:
It was reported that the customer received the "100 pressure high" error on their g8 analyzer. The customer changed the prefilter, but the error persisted. Technical support (ts) instructed the customer to disconnect the output side of the pre-filter housing peek tubing and run the pump. The pressure remained at 0 megapascals (mpa). When the customer reconnected the filter housing tubing and disconnected the input side of the column (right side) and run the pump the pressure immediately increased to >12 mpa.a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.